Event description:
It was reported that the radiofrequency (rf) head had a damaged cord. The rf head was replaced. There was no patient involvement.

Event description:
The rf (radio frequency) head was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the cable was damaged, cut/worn through insulation. The device also failed electromagnetic immunity testing. The cable needs replacement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.